Manufacturer narrative:
Investigation conclusion: complaint not confirmed for the pixie oxygenator's poor gas exchange. The issue could not be verified as no device returned for analysis and no photo/video was provided by the customer. Review of this unit¿s device history record found no abnormalities or ncmrs initiated during manufacturing that would cause or contribute to the reported event. This unit passed all required testing and inspections during manufacturing. Root cause is undetermined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during use of a pixie oxygenator, the customer observed that after installing the oxygenator, 8 minutes after the beginning of the body cycle, the ventilator was stopped at full flow. The arterial blood was not red and the oxygen concentration was 80% after 2 minutes. An emergency check of the arterial blood gas showed that the oxygen partial pressure was 67.7mmhg, and the oxygen concentration was adjusted to 100%, which barely reached 100mmhg. The device was shut down immediately, a new oxygenator was replaced, and the oxygenation was normal after the device was turned on again. There was no patient impact associated with this event. Changing to 100% was not a normal part of the procedure, because the oxygen concentration was 80%, and the partial pressure of oxygen in the membrane pulmonary artery blood gas was tested to be only 67.7mmhg. So the oxygen concentration was temporarily increased to 100%, and the air was pulled out, to test the performance of the membrane lung. When the oxygen concentration was 100%, the membrane pulmonary artery oxygen partial pressure did not reach 100mmhg.